Manufacturer narrative:
Corrected information: it was found during the final review of the case that information that was known at the time of initial report was inadvertently not included in that initial report. The information is the following: section a3a - sex: female. Section b2 - the report is no longer a product problem; it is an adverse event. Section b5 - describe event or problem: patient complained of glare immediately after surgery, but the symptoms improved within a week. The preloaded device was prepared by the physician using ophthalmic viscosurgical device (ovd) from a different manufacturer and it was placed horizontally. The directions for use were followed and there was no feeling of resistance using the device. No further information provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded monofocal intraocular lens (iol) the physician discovered a scratch in the center of the optic. There were no issues with the patient's vision following surgery. No patient injury was reported. No medical intervention was required. No further information provided.

Manufacturer narrative:
Section a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: october 2, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint device presented with the plunger rod completely advanced and the plunger rod tip was bent in a way consistent with damage that may have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge; the cartridge tip had damage extending to the cartridge tube. The lens module was inspected, presenting with some viscoelastic residue; no damage was identified. Device assembly was inspected and no issues were identified; however, viscoelastic residue was below the lens module indicating that an excessive amount may have been used. Plunger rod advancement was inspected and no issues were identified. A photograph provided by the customer was evaluated. A pseudophakic eye appears to be displayed. The lens appeared to have damage on the center of the optic. The nature and origin of the damage could not be determined from a photographic evaluation. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.